Event description:
Acute arthritis, right knee inflamed, right knee painful. Information was received on 12/1/2006 from a male patient, regarding himself, with an unk medical history, who experienced acute arthritis, right knee inflammation and right knee pain. The patient began treatment with synvisc on an unk date. The patient received an unk number of synvisc injections into an unk knee on an unk date. The patient experienced acute arthritis, right knee inflammation and right knee pain on unspecified dates. The patient was hospitalized for one month on an unk date. The treatment with synvisc was discontinued.